Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1404293, medical device expiration date: 2019-03-31, device manufacture date: 2014-05-05. Medical device lot #: 1601233p, medical device expiration date: 2020-12-31, device manufacture date: 2016-01-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a 50 ml bd perfusion¿ syringe, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: four sample units, two used and two unused, were received for evaluation by our quality engineer. Upon visual inspection of the used samples, leakage was observed past the stopper. The stopper was observed to be correctly assembled and after disassembling the syringe for further inspection, no damages or molding defects were revealed. As the syringes are single use, functionality testing could not be performed. Upon visual inspection of the unused samples, no damages or molding defects could be observed. During leakage testing, both of the unused syringes performed according to procedure. Upon disassembly of the unused syringes, no damages were observed to any of the components. A device history record review did not reveal any anomalies during the production of lots 1601233p and 1404293 that could have contributed to the reported defect of leakage. During the assembly process, mechanical leakage testing is performed on every syringe. Based on the investigation results, a root cause could not be determined for this incident. This issue is not related to a manufacturing defect. Based in severity and occurrence not formal CAPA is required according to internal procedure.